Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet, leading to loss of automated cgm data and prompting a device alert to connect the cgm or enter a blood glucose value; the user did not enter manual blood glucose values during the pairing gap and later reported the sensor paired and began displaying glucose readings, including high values. Symptoms included hyperglycemia. Outcomes included prolonged time above range and the need for troubleshooting and user education. Investigation included technical support review and troubleshooting with the user. Investigation of this case revealed that the ilet was in pairing mode and that successful pairing was subsequently achieved, restoring cgm data to the ilet. It was concluded that the event was related to a temporary pairing failure between the cgm and the ilet and that device function was restored after re-pairing and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.